Event description:
Spontaneous; pt's spouse reporting a double pump malfunction. Per spouse, today ((B)(6) 2021) at 6:30pm pump started beeping "no disposable, clam tubing"; pt had the same error message with both pump. Spouse had to make a new mix which resolved issue. Reviewed with spouse that this might be cassette issue and not a pump issue. Spouse confirmed that pump is currently running but pt was without pump for about 30 minutes while they made a new mix. Spouse confirmed that this was the first cassette used from last refill dispensed on (B)(6) 2021. Author asked for cassette lot number, but spouse stated they got rid of all boxes and it's no longer available. Spouse confirmed no pt side effects or injuries pump is running for now. Pharmacy sending 2 new pumps and 20 cassettes. Fax # for md is (B)(6). Pump serial numbers are unknown. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace the cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved, resolved? Yes, ongoing? No. Reported to (B)(6) by: patient/caregiver.